Manufacturer narrative:
(B)(4). The device is unavailable. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had an alarm during the initial drain on a home choice (hc) and the hp stated before starting therapy that his transfer set became disassembled, and that he had reassembled it which is a connection issue. The technical service representative (tsr) advised the hp to contact the registered nurse (rn) immediately regarding the transfer set issue. The hp would contact the rn. Product surveillance spoke with the peritoneal dialysis nurse (pdn) regarding the disassembling of the transfer set. Per the pdn, the hp came into the clinic and stated that he was unaware of how the transfer set disassembled. The pdn stated that they added a new transfer set and discarded the old. They also gave the hp antibiotics. Per the pdn the hp resumed therapy without problems on the cycler. No further information was given. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint for a disassembled transfer set was not confirmed, and the cause was not identified because there was no sample returned to baxter for evaluation. A batch review could not be performed because the lot number was not available.